Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 1300 mg/dl last (B)(6). The customer stated that she was thirsty and couldn't talk. The customer stated that the insulin pump alarmed motor error prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. However, found recurring alarms in the alarm history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.